Manufacturer narrative:
The suspect ventilator turbine/muffler assembly component was returned to vyaire and evaluated. The reported complaint was confirmed and duplicated. It was determined the root cause was turbine interface pcba failure.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming motor fault and vent inoperable during pre-use checks. The ventilator was not delivering gas and there was no patient involvement.